Manufacturer narrative:
The field service engineer (fse) disconnected and re-connected the 3 station solenoid connector. There were no parts replaced.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit is not delivering tidal volume. No patient harm reported.